Event description:
Information was received from a healthcare professional regarding a patient receiving a dose of 5.106mg/day at a concentration of 10mg/ml of bupivacaine and a dose of 10.212mg/day at a concentration of 20mg/ml of dilaudid via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2016, an alarm was heard for low battery reset and safe state. The pump logs were checked and the reset was confirmed for (B)(6) 2016. Withdrawal type symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the pump was being replaced on (B)(6) 2017. The time to elective replacement indicator (eri) at the time of replacement was 13 months. The medication from the old pump was to be transferred to the new pump, and the new pump was to be programmed to minimum rate mode. Additional information was received from a manufacturer's representative on 2017-feb-07. The pump logs indicated that the pump had been set to minimum rate and was delivering hydromorphone [20.0 mg/ml] at 0.120 mg/ day, and bupivacaine [10.0 mg/ml] at 0.060 mg/day. It was reported the pump was replaced on (B)(6) 2017 due to a motor stall/ pump in safe state that occurred in (B)(6) 2016. It was unknown if the motor stall recovered. A rotor study was not performed and it was unknown if a dye study had been done. It was reported that during the replacement, the reservoir expected volume was 19.2 and that 18 cc was removed from the pump. It was stated that the patient recovered without sequela, and it was indicated that no patient injury had occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-11. The patient's weight at the the time of the event was (B)(6) pounds.

Manufacturer narrative:
Analysis of the pump found there was a leaking pump tube outlet fitting due to a damaged/missing o-ring, that there was a shorting across the insulator, that there was corrosion/wear/lubrication on the pump motor gear train, and that there was a motor stall due to shaft bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc 23 was applied for the afc finding d35355 of a leaking pump tube outlet fitting due to a damaged/missing o-ring. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 23 because this is the closest code available with respect to this event. Fdc 12 remains applicable for the afc findings d34700 of pump battery high resistance and d34200 of a shorting across the insulator feedthru anomaly. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Fdc 67 no longer applies. If information is provided in the future, a supplemental report will be issued.